Manufacturer narrative:
Olympus medical systems corporation (omsc) performed an MDR retrospective review and omsc found that this initial report is required on december 24, 2015. This initial report is submitted as an additional initial MDR to account for two reported event. The biopsy valve maj-210 referenced in this report was discarded by the user facility and not returned to olympus for evaluation. The bronchoscope referenced in this report was returned to olympus for evaluation. The channels of the bronchoscope were examined with a thin fiberscope and were not found abnormal. The cause of the user's experience could not conclusively be determined at this time. Please cross reference MFR report # 8010047-2012-00150.

Event description:
The user facility reported that a small black fragment came out of the instrument channel outlet of the bronchoscope, during a diagnostic procedure. The small fragment was retrieved by suctioning through the bronchoscope. There was no patient injury. The user facility also reported that there were 2 similar events within the same day.